Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The detailed investigation showed that the problem described was not based on a malfunction of the system. In particular, the evaluation of the log files and the on-site inspection of the system confirmed this. In addition, an investigation was also initiated on site by the plant operator, which came to the same conclusion. The system was in good condition and operated as specified. No malfunction could be detected. The investigation showed that the entire dose was applied without a failure or malfunction of the system under the control and supervision of the operator. The operator may recognize total dose applied at any moment of the procedure on the monitor. The applied dose levels were in accordance with the system settings and imaging conditions, as well as the applicable regulatory requirements. The system has been tested on site and works as specified. Any system error or even general error that would require corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred following examination on the artis pheno system. The user reported that the x-ray dose from a procedure caused a patient to experience discomfort and a radiation burn approximately four weeks after the procedure. No further information regarding the procedure or current health of the patient was provided. Siemens has requested additional information in order to conduct an investigation of the reported event.